Manufacturer narrative:
.

Event description:
The hcp reported the patient developed a mass at the lead incision site. The patient complained of a jolting/shocking sensation while increasing the stimulation. The hcp opened the site to investigate, but could not determine the nature of inflammation. Cultures taken revealed a small infection at the lead site. The device system was explanted.